Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said for the past couple months, maybe since november, every once in a while, they will start having bad pain down their right leg. Patient said the intensity keeps turning itself down to 0 and they started having some discomfort. Patient stated they are standing for a little longer than they are used to and they are getting numbness and tingling down their leg to their foot. Patient stated they checked all the programs and adaptive stim is on. Patient stated they are on group c and p2. Agent asked patient to connect with the controller and patient said the controller is at 100% and the implant is at 70%. Patient service confirmed patient is using adaptive stim. Agent reviewed adaptive stim function. Patient stated they will monitor setting and adaptive stim and consult with hcp ofc if issue is not resolve. The patient was redirected to their healthcare provider to further address the issue.